Event description:
The customer reported that the unit failed to charge and to power up. There was no report of adverse patient impact.

Manufacturer narrative:
The customer reported that the unit failed to charge and to power up. The customer evaluated the device and reported that replacing the control pca resolved the failure. The unit passed all post-servicing testing. The unit has been put back in service with no further issues reported.